Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: viper, fielder; dilatation catheter: 2.0x120 mm fox sv. Evaluation summary: (B)(4). The device was returned and the reported resistance was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the resistance could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. The 2.0x120 mm fox sv and fielder devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that during a procedure to treat a lesion in the anterior tibial artery a 2.0x100 fox sv pta catheter and a 2.0x120 fox sv pta catheter were advanced over a non-abbott guide wire and an unspecified fielder guide wire; however, resistance was noted with the guide wires during advancement of both pta catheters. Both fox sv pta catheters were used successfully to treat the target lesion via balloon angioplasty; however, during removal the fox sv pta catheters became stuck on the non-abbott guide wire and the unspecified fielder guide wire and were removed from the patient anatomy as a single unit. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.